Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that he revised a broken exeter stem which had been implanted on (B)(6) 2012. The stem had fractured through the lug hole on the top. The implant was otherwise well fixed.